Manufacturer narrative:
The reported events of a helix mechanism issue and the entire lead twisted were confirmed. The lead was received in one piece. X-ray examination showed the lead over torqued consistent with procedural damage. The cause of the reported events were isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for implant of the right ventricular (rv) lead. During the procedure the physician had difficulty rotating the helix which caused the lead to become twisted. The physician elected to use a new lead which was successfully implanted. The patient was stable throughout.